Manufacturer narrative:
Per investigator evaluation, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fluid leaked from the green valve area after the placement. Stated that it was unknown if the water leaked or the urine leaked. Per additional information via email from ibc on 02jun2021, it was unknown if the fluid leaked from the catheter or the drain bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the fluid leaked from the green valve area after the placement. It was stated that it was unknown if the water leaked or the urine leaked. Per additional information via email from ibc on (B)(6) 2021, it was unknown if the fluid leaked from the catheter or the drain bag.